Event description:
This system was removed for infection. The philos was originally reported as being removed with medtronic leads, but it was discovered in 2007 that it was removed with binc arox leads. Also removed were: philos ii dr, MDR 1028232-2007-00160, arox 45 jbp, MDR 1028232-2007-00345.